Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they put in their hearing aid they became "deathly sick". The patient experienced pain and lost feeling in their hands. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.